Manufacturer narrative:
Patient information not provided. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
It was reported that a patient was on a bilateral centrimag on (B)(6) 2012. The patient was being transported to the or for a non-cardiac procedure when the rvad started alarming with "motor disconnected" and stopped flowing. Upon inspection, all connections were fine and after unplugging and re-plugging the device, and rebooting the console, the system started back up and returned to previous flows. The patient had no adverse effects from the event. No additional information was provided. This event was previously not reported due to the backup system available. Abbott made the decision on july 13, 2018 to initiate a voluntary recall, therefore this event is being upgraded to reportable.